Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary station was not communicating. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction caused by a software issue. A technical support specialist can backup and drop the database, perform a full sync, reboot the device, ensure no error icons are displayed on the station and confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.